Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("extremely heavy periods ") and fatigue ("fatigue") and was found to have weight increased ("gained weight"). The patient was treated with surgery (to shedule hysterectomy). At the time of the report, the abdominal pain, migraine, menorrhagia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, migraine and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), menorrhagia ("extremely heavy periods ") and fatigue ("fatigue") and was found to have weight increased ("gained weight"). The patient was treated with surgery (to shedule hysterectomy). At the time of the report, the abdominal pain, migraine, menorrhagia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, migraine and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.